Event description:
It was reported that during a case, the head of the shaver broke off. Allegedly, the surgeon was not misusing or abusing the unit.

Manufacturer narrative:
Additional information will be provided once investigation is completed.